Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device placed in (B)(4). The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. The reported fluctuating impedance measurements was not confirmed during laboratory testing.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the ICD remains in service. No adverse patient effects were reported. It was reported that this ICD and right ventricular (rv) defibrillation lead exhibited fluctuating shock impedance measurements from 100 ohms to greater than 125 ohms. Pacing impedance measurements were also noted to fluctuate from the 650-775 ohms range to around the 500-600 ohms range. Surgical intervention was undertaken. A commanded shock was delivered from this ICD. Shock impedance measurements were noted to be stable and within normal limits at 67 ohms. This ICD was explanted and replaced and the rv lead remains implanted and in service with the replacement device. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this ICD and right ventricular (rv) defibrillation lead exhibited fluctuating shock impedance measurements from 100 ohms to greater than 125 ohms. Pacing impedance measurements were also noted to fluctuate from the 650-775 ohms range to around the 500-600 ohms range. Surgical intervention was undertaken. A commanded shock was delivered from this ICD. Shock impedance measurements were noted to be stable and within normal limits at 67 ohms. This ICD was explanted and replaced and the rv lead remains implanted and in service with the replacement device. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.